Event description:
On 04/18/2014, it was reported that the patient's infusion device had displayed e7 (electronic error) and one of the buttons on the device was not functioning. At the time of report, it was not specified which button. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).